Event description:
It was reported to philips that there was a charge/ shock failure. The display overlay also appears to be damaged bas the display seems to be covered in speckles. There was no patient involvement.